Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/16/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue is an approximation. The patient stated the cgm was displaying 159mg/dl and based on the cgm reading, they treated themselves with a bolus of insulin. The patient did not remember how much she dosed herself with but stated it was possible she gave herself 1 unit. The patient proceeded to drive to get gas and stated they were involved in a car accident and woke up in the hospital on (B)(6) /2018. The patient indicated they only have information regarding the car accident from the hospital report. The report stated when the paramedics arrived at the scene, they performed a finger stick and the patient's blood glucose was 17mg/dl. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.